Manufacturer narrative:
Cracked blade. Analysis summary: the analysis results found that the ace36p device was returned with the blade scratched, gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5 tone was noted. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use". Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.

Event description:
It was reported that during a lap nephrectomy procedure, the generator shows instrument error. Another instrument was used to complete the case. No further info is available. No pt consequence.